Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was rerun on an alternate advia centaur instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the luminometer was not working properly. The cse replaced the luminometer and then calibrated the system and ran quality controls, all of which were within range. The cause of the discordant, false negative hcg result was a malfunction of the luminometer. The instrument is performing according to specifications. No further evaluation of this device is required.